Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being made in 2003 and files are retained for 7 years, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being manufactured in 2003 and files are retained for 7 years no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the box of bd insulin syringes with the bd ultra-fine¿ needle had no expiration date listed on its label. The following information was provided by the initial reporter: "consumer reported box does not show exp date she has not used from this box outside of a year when first purchased. Has 8 bags in box and using a pump. These syringes are her back up and filling syringes. Informed from script date and lot number they are expired. Box does not have expiration date on it."